Event description:
The pt was implanted with an scs system on (B)(6) 2010. It was reported that the pt underwent a surgical procedure to move his lead to a different vertebrae level. Despite the surgical intervention adn several subsequent reprogramming sessions, the pt has been unable to achieve effective stimulation relief. The pt's scs system was explanted at his request.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The leads were returned incomplete. As such, no functional testing could be performed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.